Manufacturer narrative:
(B) (4). (B) (4). Based on the xact instructions for use (IFU), cerebrovascular accidents (cva) or stroke is a known potential adverse outcome associated with carotid stents. The product was not returned for evaluation, which may have aided in determination of cause. No anomalies to the catheter reported during delivery system inspection prior to use and preparation. Based on the available information the incident does not appear to be related to a product deficiency. It is possible that operational context of the device contributed to the reported event. Xact catheters are 100% inspected for any anomalies prior to being packaged.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: post-procedure. It was reported via a trial that on (B) (6) 2010, six hours after uneventful and successful implantation of a xact stent in right internal carotid artery, the patient experienced sudden, severe altered mental status change and confusion. CT and MRI showed no significant defects. On the third day after symptom onset, the patient continued to have mild left arm weakness, but the confusion was clearing. On (B) (6) 2010, the patient's neurological deficits completely resolved with a stroke scale of zero and the patient was transferred to a skilled nursing facility to gain strength and rehabilitate before being discharged home. There was no adverse patient sequela. No additional information was provided.